Event description:
It was reported by the customer that the legs of the cot would not raise when they attempted to load it into the ambulance. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Customer evaluated and repaired the unit.